Event description:
Customer reported pump screen was dark and wouldn't turn on. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer related questions. Customer service instructed customer to troubleshoot by ensuring pump was not plugged in and firmly pressing the button, which was initially unsuccessful. After plugging pump into a power source, screen turned on and displayed welcome message. Caller was educated on resetting pump settings, including restarting cgm sessions and reloading the cartridge, and acknowledged understanding.